Manufacturer narrative:
On (B)(6) 2018 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed a damaged centrifuge distribution pcb with a burn mark noted. The customer's technician evaluated the device and did not find any other damaged components, and has ordered a replacement component to be sent for resolution. Haemonetics has sent a replacement centrifuge distribution pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. Haemonetics has not yet received the defective centrifuge distribution pcb for evaluation at the time of this report. There was no donor involved in the procedure when this failure was detected. This failure had occurred prior to the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2018, haemonetics was notified of a nexsys pcs device which was observed to have issues powering on into the power on self test. The customer's on-site technician evaluated the device and observed a burn mark on the centrifuge distribution pcb. This failure was discovered prior to starting the power on self test (post) protocol, before any donor/patient involvement in the procedure. This hardware failure will prevent the device from being able to complete the tests within the post. Failure to successfully complete the post protocol tests will make it impossible for the device to initiate any procedures until repairs have been made and the post tests have been passed. The technician did not report any injuries as a result of the observed failure.